Event description:
It was reported, "guide was nowhere close to fitting correctly."

Manufacturer narrative:
Additional info and device return was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.